Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred customer was unable to clear the occlusion. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Several cartridges were loaded; however the issue could not be resolved. Customer¿s blood glucose level was "high" on cgm. Customer did not address the elevated bg level. A replacement pump was sent to customer.